Manufacturer narrative:
(B)(4). Initial reporter state: (B)(6). (B)(4).

Event description:
It was reported that a prompt to replace the sensor occurred. The sensor was inserted into the abdomen on (B)(6) 2022. Data was evaluated and the allegation was confirmed as an early sensor expiration was confirmed. The probable cause was determined to be potential patient misuse which led to an early sensor expiration. The reported event of a prompt to replace the sensor is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.